Event description:
It was reported that there were small r-waves on the 6947 lead. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. It was also reported that there was high threshold and no sensing on the atrial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; the analyst noted that the lead was received with a white substance on the helix and the sense ring that may have contributed to the reported electrical issue; distal segment returned and analyzed.